Event description:
During use of the device for a non-clinical activity, the user reported the image displayed through the endoscope lens was blurry. No other details regarding the nature of the event were provided. Since the event occurred during a non-clinical activity, there was no pt involvement during this event.